Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since implant, the patient still had constant urinary tract infections (utis), which they had prior to implant. They had a uti two days prior to implant. They mentioned therapy was helping, as before implant, they used 8-10 diapers and got up 8-10 times at night, and now were only getting up 1-2 times at night and it had helped with frequency during the day. They mentioned unrelated medical history which included they had multiple sclerosis (ms). They were currently in the hospital for reasons related to ms (not related to device). They had developed bells palsy, as the uti was not treated and they were admitted last night. The patient went into the about section and said the ins location was wrong. They were redirected to their healthcare provider's office to schedule an appointment to have that changed. The patient reported the ins was not anchored and moved around, and when that happened, it shocked them down their leg. When asked, they said this was noticed within two weeks of the implant. They noted they had ms and had five falls since the implant due to complications from ms. Their managing healthcare provider had not yet ordered any x-rays. The patient stated this could be fixed, however, the healthcare provider had not followed up with them and said there was not anything wrong with the implant. They were redirected to their healthcare provider to further address the issue. Three days later, they called back and reported they were still in the hospital. They had a computed tomography (CT) scan which confirmed they did not have a uti, however, they did not have any bladder control. They were still in the hospital and waiting for a manufacturer representative to come to the hospital. The role of the representative was reviewed and it was explained the healthcare provider needed to contact the manufacturer directly to request a representative. They were provided the main phone number to the national answering service (nas), to provide to their healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2dtm7 serial# implanted: 2021-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient reported the implant was placed wrong and stated "unit is not anchored correctly, can feel unit pivot inside" and "can feel corner of implant pushed up". Patient reported scar is below device and stated "it is not done correctly and hurts". Patient reported "it was impossible to heal as incision was on waist line". Patient reported there are two spots "where the leads run and one bubbled up and healed funny". Patient reported consult was for the micro rechargeable unit and was implanted with the stimulator as doctor "changed mind last minute".